Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 252 mg/dl (advantage) and 118 mg/dl (assisted living center's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the explanting physician stated that the strata valve was defective. An MRI was conducted and it showed shunt failure. Customer requested evaluation. There was no harm to pt.